Manufacturer narrative:
UDI: (B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. During the visual inspection no problems were detected, then the sample was disinfected and a leak was noticed from the cassette, the leak came from the film of the cassette. The origin of the leak was inspected with a microscope and a pinhole was found in the membrane. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that while she was in drain 2 of 5 of treatment she encountered an air detected in the cassette message from the cycler. The patient checked the lines and made sure that everything was properly connected and made sure that there were no air gaps. The patient resumed treatment but the warning returned. At this time the patient canceled the treatment and when she removed the cassette/tubing set from the cycler noticed a fluid leak. The pump module was dripping wet and so was the cassette. Technical support advised the patient to discontinue the use of the cycler and to follow up with the pd nurse regarding this incident. Upon follow up, the patient stated that she used manual supplies to complete the rest of the treatment. The pd nurse was notified but no antibiotics were prescribed as prophylactic and no culture test was performed. The patient stated that she did not experience any adverse events as a result of this incident.